Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing urgent start treatment in clinic and the cassette leaked in the cycler during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated that the urgent start treatment refers to the patient lying down with low volume fills during treatment due to a recent catheter procedure. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ancef (1.0 gram, manual bag, one day) and gentamicin (8 mg, manual bag, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that the patient did not get a replacement cycler because they decided that they do not want to do pd therapy. The pdrn confirmed that the cassette was available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.

Manufacturer narrative:
Plant investigation: an actual sample from the customer was received on 08/12/2019 without the original package. The reported event was confirmed. The visual inspection of the actual sample found damage on the cassette film. During disinfection a leak was found on the hard plastic of the cassette. The sample was visually inspected and a crack was found on the hard plastic of the cassette. There were no sharp edges in the carts or on the machine surface that could cause damage to the cassette on the production line. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon physical evaluation of the returned cassette by the manufacturer, damage to the cassette film was identified.